Event description:
It was reported that tandem mobi displayed cartridge alarm and customer experienced piston retraction issue that prevented reloading of original cartridge. There was no adverse impact to the customer's blood glucose level. Customer removed cartridge from pump and, under guidance from technical support, delivered 9-unit bolus which completed successfully, and case was to be continued under piston troubleshooting with no additional outcome information available.